Manufacturer narrative:
A review of the sample device found PICC line is broken, between 1-2 mm from the securement disc. The customer''s complaint was confirmed. Based on the examination, the most probable cause for the catheter breakage may be related to patient activity or movement, or to excessive tensile/pulling force during use. There is no evidence to suggest a design or manufacturing defect so no corrective action will be taken at this time.

Event description:
During morning assessment @ 0800 on (B)(6) 2020, nurse noted pooling of fresh blood under the tegaderm dressing. It was identified that the PICC line had broken off just below the hub disc of the catheter ¿ located directly over the ankle. PICC line inserted (B)(6) and daily audits on PICC and PICC bundle compliance were performed to ensure the dressing was dry and intact.